Event description:
It was reported that during a reposition procedure, the atrial lead was damaged. The stylet could not be inserted. The lead was explanted and replaced. The patient was doing well post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.